Manufacturer narrative:
H11. Updated/additional information ¿ d5. G1. G2. G4. H6. The revision reported was likely the result of prosthesis fracture and prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis fracture and prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the revision reported was likely the result of prosthesis fracture and prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis fracture and prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2012. They subsequently underwent right knee revision surgery on (B)(6) 2019, approximately 6 years 11 months after their primary procedure. The patient claims to have suffered the following injuries and complications as a result of this exactech device: patellar component shattering, and intense pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 1089349 204-24-11 - ps tibial inserts sz 4, 11mm. 1370380 201-78-81 - 3" trocar, mod. Hex 2pk. 1520963 201-78-81 - 3" trocar, mod. Hex 2pk. 1x233 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27. 24036 203-96-41 - (11-3974) stryker sys 6 90x13x1.27. 27166 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. 1562339 204-04-45 - trapezoid tibial tray sz 4f/5t. 2343697 204-36-12 - stem extension w/slot 120l x16 mm. 2021655 204-38-08 - stem extension 80l x18 mm. 2371786 204-70-00 - tibial stem ext. Screw. 9171827 208-01-04 - cc femoral sz 4. 2003140 208-05-04 - cc distal fem augment sz 4, 5mm. 2099269 208-05-04 - cc distal fem augment sz 4, 5mm. 1892109 208-07-04 - cc posterior fem augment sz 4, 5mm. 2225801 208-09-05 - cc stem ext adaptor 5 degree.